Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse replaced the photo multiplier tube (pmt) on the luminometer. The cse performed a precision test and verified dispense volumes. The cause of the discordant tni ul and hcg results is unknown. The cse successfully recalibrated the assays and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni ul) and human chorionic gonadotropin (hcg) results were obtained on two patient samples on an advia centaur cp instrument. The discordant tni ul and hcg results were not reported to the physician(s). The tni ul and hcg samples were repeated on the same instrument, both resulted lower. The tni ul sample was also repeated on an alternate system, which resulted lower. The repeated results obtained from the original system were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul and hcg results.